Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of a low blood glucose (bg) level of 50 mg/dl due to continuous glucose monitor (cgm) values not populating. Reportedly, customer required assistance from their spouse to ensure their bg level was resolved. The customer continued to use the pump for insulin therapy.